Event description:
In 2008, the sales rep reported that during a thoracolumbar procedure the driver would not hold the screw. When the surgeon was implanting the screw, the screw loosened from the driver and broke the pedicle. There was a twenty min surgical delay. Add'l info received in the next day via telephone, the sales rep reported that during surgery the surgeon used the first driver and while the surgeon was implanting the screw into the bone, it was the shaft of the driver that disengaged from the driver and tilted off. The surgeon then used a second driver, and it did the same thing, but this time it also broke the pedicle. The surgeon did not implant a screw in that level.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product.